Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in october 2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed and no leaks were observed. Functional tests including self-test and priming were performed and no issues were observed. The reported condition was not verified. The device met specifications. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was a connection issue between a homechoice cassette and a solution bag. The connection to the dialysis solution was poor, so it could not be made. This occurred before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.